Event description:
It was reported that air embolism and cerebral vascular accident (cva) occurred. The procedure was cancelled. The patient died. A left atrial appendage closure (laa) procedure was being performed using intracardiac echocardiogram (ice) under local and conscious sedation. A watchman trusteer access system (was) was inserted and advanced into the left atrium (la) along with the ice catheter. Air was then visualized in the la on ice, but not fluoroscopy as it was not in use during time of was insertion. The patient became bradycardic. High flow oxygen was applied, and the head of the patient's bed raised. The physician continued the procedure. A 24mm watchman flx pro closure device and delivery (wds) system was inserted and advanced to the laa. The physician encountered challenges with patient anatomy and the laa and decided it was best to abort the procedure. After the conclusion of the procedure, the patient was not responding to neurological status checks. A rapid response was called, and the patient had a computed tomography (CT) scan performed which found a cva. The patient was intubated and taken to the intensive care unit (ICU). The plan was to transfer the patient to another facility to try hyperbaric chamber interventions, but the patient died one day post index procedure.